Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The noise was reproducible. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.